Manufacturer narrative:
(B)(4). One used lf1637 was received for evaluation. Visual inspection found the jaw disengaged from the device upon return. The investigation found the jaw had been deliberately cut off. The blade was trapped and extending out from the side off the jaw. Pmv could not evaluate the device for surgical damage in the condition it was received. This type of damage would not have occurred during a surgical procedure. The investigation identified the root cause of the reported event to be undetermined. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report : 10/29/2015. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that instrument had "surgical damage." This was noticed prior to use. The device was returned to covidien for evaluation and initial inspection discovered that the knife blade was exposed. (B)(4).